Event description:
New information receivd notes the device was explanted and replaced.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
Analysis was normal. No anomaly was found. It is believed that the lvad interfered with the telemetry of the ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to the procedure, tachy therapy was programmed off. Unable to interrogate the device to program tachy therapy back on after lvad implantation. Patient was sent home with tach therapy disabled, since patient is high on heart transplant list.